Manufacturer narrative:
This event occurred in the (B)(6). This is the same event as 3010536692-2016-00223.

Event description:
Allegedly revised due to adverse soft tissue reaction to particle debris (right).